Manufacturer narrative:
The initial medical device report was submitted: 2938836-2015-04107. Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device was not able to be interrogated. The device was subsequently explanted. The patient condition was good.